Event description:
It was reported that the patient's device was turning off since implant. The programmer confirmed off activations with no discernable pattern. There was no known accident or incident. Additional information was requested.

Manufacturer narrative:
(B)(4)